Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 3.25mm x 8mm quantum¿ maverick¿ balloon catheter, it was noted that the shaft was kinked and was totally broken during repackage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.